Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible that a coagulation of blood/contrast on the guide wire resulted in the reported difficult to remove; however, as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided the additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a right posterolateral artery lesion. A bmw universal ii guide wire was advanced and the lesion pre-dilated with a 2.50x12mm trek balloon dilatation catheter (bdc). A 2.50x18mm xience sierra stent was then implanted without issue. A 3.0x08mm nc trek neo bdc was advanced for post dilatation of the stent however resistance was met advancing the device. Post dilatation was performed but retrieval of the bdc was not possible as the balloon was stuck to the bmw universal ii guide wire. The entire system was removed together. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.